Event description:
Brief inquiry description: onguard 2 spike port fell out. Detailed inquiry description: the spill occurred when the nurse removed the product from the sealed transport bag in front of the patient. The patient was not exposed, but the carboplatin spilled on the floor. Injury: no.